Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the black box showed a 0.00u basal rate from 08/29/2015 02:03 to 07:05. The pump completed 24hr duration testing with no errors, alarms or warnings. A review of the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately.